Event description:
The dealer alleges, the customer saw smoke coming from the powerchair and called the fire department. There were no injuries or property damage reported.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.